Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss tested the vitrector operations and found the pressures were fine and within specifications, but the vitrector output from the luer seemed low. The fss attempted to duplicate the vitrectomy feature by hooking up a vitrector cutter and it was slow to move. The fse replaced the vit cut valve to resolve. The fss performed an annual preventative maintenance. In addition, the fse performed a field service checklist. The fss tested for all modes of operation. The machine was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a planned vitrectomy procedure, the vitrectomy cutter stopped working during the case. In order to complete the procedure, the customer used a backup machine. There was a five minute delay in order to bring up the backup machine. Patient outcome as expected from post-vitrectomy.

Manufacturer narrative:
In initial report, product problem was not selected. Product problem is selected in this follow up. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.